Manufacturer narrative:
24-sep-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head stuck in back of throat [foreign body in throat], choking [choking], retching [retching], the rotating head came off in mouth [device breakage], counterfeit product [product counterfeit]. Case description: consumer sent e-mail stating the rotating head came off the brush in his mouth. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head stuck in back of throat [foreign body in throat]. Choking [choking]. Retching [retching]. The rotating head came off in mouth [device breakage]. Consumer sent e-mail stating the rotating head came off the brush in his mouth. No serious injury was reported.